Event description:
It was reported that the ac power connector is not locking, and the membrane pressure sensor is cracked. There was no patient involvement as the fault occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a degraded downstream occlusion (dso) seal. Functional testing was able to verify the reported problem. The main board was replaced to address the damaged ac connector insulator. The dso sensor was replaced to address the degraded dso seal problem. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.